Event description:
Per mdrf, this system was removed due to infection. System discarded by hospital. Also associated with this system: setrox s 45 MDR: 1028232-2008-00370; linox sd 65/16 MDR: 1028232-2008-00371.